Event description:
The patient had knee instability and the cause is unknown. At about 3 months post primary, the surgeon upsized the liner to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 november 2025: lot 2429891: (B)(4) items manufactured and released on 05-dec-2024. Expiration date: 2029-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.